Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that a system diagnostic test revealed high lead impedance at a routine follow up visit. Additionally, the patient reported that stimulation had not been perceived for approximately a month prior to the office visit. There was no report of trauma, manipulation or other event that may have caused or contributed to the high lead impedance, and there were no additional adverse events reported. The device was subsequently disabled. Pa and lateral chest and neck x-rays were sent to manufacturer for review. There were no obvious anomalies visualized that could have contributed to the high lead impedance. During a previous complaint query, in 2006, it was reported that diagnostic results for the vns patients' device resulted in high lead impedance following a mammogram procedure. At that time, the information obtained suggested that the vns therapy system may have been damaged as a result of the mammography procedure, resulting in the high impedance test results. Revision surgery occurred in 2006, where it was discovered that the connector pin was not fully inserted into the generator. A pin re-insertion was performed and the high impedance resolved. According to the diagnostic history, the device was functioning as intended until the patient reported that stimulation was not perceived beginning in 2007.